Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product. The suture and anchors were returned. T1 was not in the deployment channel. T2 was in the t2 position. The depth indicator button was in the default position. The actuator tip was in the t2 position. A functional evaluation was conducted. The actuator tip moved t2 as designed. An analysis of the enclosed image shows a fast fix device. The suture and anchors are attached to the device. The reported failure was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A review of the device records shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair, the t2 of the fast fix 360 could not be triggered. The t1 was removed from the patient. The procedure was successfully completed without significant delay using a back-up device. No patient injury or other complications were reported.